Event description:
Customer reported receiving an error message after 8 days of wearing the adc freestyle libre sensor. Customer further reported he experienced sweating and lost consciousness and was treated with 2 amps of d50 (50% glucose) in the ambulance. Customer was diagnosed with hypoglycemia and treated with d10 (glucose) drip and later with "insulin drip". Customer was hospitalized and it took 3 days to regulate the glucose level. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(Device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and properly seated in mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message after 8 days of wearing the adc freestyle libre sensor. Customer further reported he experienced sweating and lost consciousness and was treated with 2 amps of d50 (50% glucose) in the ambulance. Customer was diagnosed with hypoglycemia and treated with d10 (glucose) drip and later with "insulin drip". Customer was hospitalized and it took 3 days to regulate the glucose level. Based on the information provided, there was no report of death or permanent impairment associated with this event.